Event description:
Customer's mother reported that the insulin pump alarmed compromised force sensor system during prime. The insulin pump was not bumped or dropped. The drive support cap is protruded. Blood glucose value was 101 mg/dl. Letter for replacement was sent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.